Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited intermittent spikes in high out of range pacing impedances measuring greater than 2000 ohms. The health care professional mentioned she turned off the respiratory rate trend (rrt) sensor. The review of the electrocardiogram indicated there was no noise. Technical services discussed possible causes. The hcp will discuss with the physician and most likely will continue to monitor. This ICD and other manufactures rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited intermittent spikes in high out of range pacing impedances measuring greater than 2000 ohms. The health care professional mentioned she turned off the respiratory rate trend (rrt) sensor. The review of the electrocardiogram indicated there was no noise. Technical services discussed possible causes. The hcp will discuss with the physician and most likely will continue to monitor. This ICD and other manufactures rv lead remains in service. No adverse patient effects were reported.